Event description:
It was reported that during a routine generator replacement, the atrial lead exhibited a loss of capture. The lead was noted to have an insulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.